Event description:
Xper hemodynamic cath system, information management (im) upgraded to 1.3.1 on november 3. On november 4, the xper crashed in the morning during cases/ couldn't chart. Message was "net failure".